Event description:
It was reported that a user experienced a scanning issue with a freestyle libre 3 plus sensor in which the ilet displayed a ¿start sensor¿ prompt after a scan, preventing normal sensor use until the ilet and phone were restarted and the sensor was rescanned, after which pairing succeeded and function was restored. Symptoms included interruption of glucose data availability with no adverse clinical symptoms reported. Outcomes included a dosing interruption notification indicating dosing would stop soon until successful sensor pairing. User support included guided troubleshooting and user education, including device and phone restarts and a repeat scan that reestablished pairing. Investigation of this case revealed that the sensor-to-ilet communication failed temporarily, consistent with a transient connectivity or initialization issue that resolved with reboot and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-level recoverable device interaction consistent with normal operation following restart and re-scan.